Event description:
Sales rep reported "doctor says there was excessive wear between head and trunnion of stem. Patient presented with adverse local tissue reaction to metal debris resulting in pseudo tumor." Spoke to rep, he stated the explants are not being returned and no additional information is available.

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head. The event was confirmed. The event was confirmed. Method & results: device evaluation and results: visual,functional,material and dimensional inspection not performed as the product is not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant rejected and stated that - x-ray confirms disassociation of the head and photo shows damaged trunnion, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x- rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that patient was revised due to wear bwtween head and trunnion, resulting metal debris converted into pseudo tumor. A review of the provided medical records and/or x-rays by a clinical consultant rejected and stated that x-ray confirms disassociation of the head and photo shows damaged trunnion, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x- rays and examination of explanted components. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Sales rep reported "doctor says there was excessive wear between head and trunnion of stem. Patient presented with adverse local tissue reaction to metal debris resulting in pseudo tumor." Spoke to rep, he stated the explants are not being returned and no additional information is available.